Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The consumer reported that the pain from the implant moving around was resolved after the revision surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the ins ¿came out of the socket, so it was traveling round in the pocket site.¿ the consumer reported that the ins was superficial, so the current ins was revised on (B)(6) 2017. The consumer also reported the patient had pain at the pocket site. No further complications were reported.